Event description:
Clinical study: it was reported that 279 days after a coronary drug eluting stenting treatment procedure, the pt expired. The pt was enrolled into the program in 2004. Target lesion 1 was located in the mid lad with 80% stenosis and was 22 mm long with a reference vessel diameter of 3.0mm. Target lesion 1 was treated with predilatation and a 3.0x24mm taxus stent, with 0% residual stenosis. Recommendation was made for pci to the marginal circumflex and atrioventricular branch in the future. The pt was discharged the next day on asa and plavix therapy. The seventh months later, pt underwent cardiac catheterization for complaints of recurrent chest pain. Coronary angiography revealed: lvef approximately 60%, lmca - 40% to 50% ostial stenosis; 50% distal stenosis before the point of bifurcation, lad - 60% to 70% proximal stenosis; patent previous stent mid-portion, lcx - 85% to 90% stenosis 1st om; 99% stenosis l-av, rca - totally occluded proximally; faint retrograde filling of distal rca via collaterals from the lad. Medical management with the addition of nitrates and calcium channel blockers was recommended; aortocoronary bypass surgery was deferred at this time due to renal failure. The next month, patient was admitted with acute gangrene of the right foot and underwent partial amputation of the right foot the same month. Postoperatively, the pt developed severe anemia compounded by refusal of blood transfusion for religious reasons. One month later, the pt developed acute onset cardiopulmonary arrest with asystole and ventricular tachycardia requiring defibrillation. The pt was intubated, placed on assisted mechanical ventilation, and transferred to the ICU. The pt was noted to be unresponsive and exhibited signs of anoxic encephalopathy. Two days later, life support measures were withdrawn per family decision, and patient expired. An autopsy was not done. Cause of death is listed a "cardiac arrest."